Manufacturer narrative:
Other relevant device(s) are: enlw1620c80ee sn (B)(4), expiration date: 2010-09-12, UDI # (B)(4), enlw1613c95ee sn (B)(4), expiration date: 2011-04-14, UDI # (B)(4), enlw1624c80ee sn (B)(4), expiration date: 2011-02-09, UDI # (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 70 mm in diameter fusiform abdominal aortic aneurysm. At the time of implant the proximal aorta was 21-22 mm in diameter and 17 mm in length. The infra-renal aortic neck angle was 41 degrees. Distal aorta was 42 mm in diameter. Right iliac artery was 16 mm in diameter and the left iliac artery was 19 mm in diameter. The right and left femoral arteries were 8 mm in diameter. It was reported that there was stent graft occlusion. No further information was provided. No clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.